Event description:
It was reported that a patient was complaining about swelling and infection. Upon dissection, the surgeon had to remove products 55-10503 and 92-10505. Both plates were fractured into 2 pieces. The surgeon stated that the patient has a history of blacking-out and falling. The surgeon believes this fact may have been the cause for the hardware breakage. Hardware removal was performed.

Manufacturer narrative:
Concerning the failure mode ¿postoperative plate fracture¿: the reported event (postoperative plate fractures) could be confirmed. (B)(4): the macroscopic and microscopic investigations shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. (B)(4): the macroscopic and microscopic investigations show that the plate broke in forced rupture mode by exceeding the material strength under very high forces. The investigation with sem shows on the fractured surface the appearance of a forced rupture with secondary cracks as well as a strong embrittlement of the material. The root cause of the failure was one powerful dynamically overload of the fracture area of the plate most likely caused by the falling of the patient. Indications for material or manufacturing related issues were not found in this investigation. (¿)¿. (B)(4). An x-ray was provided by the customer. All given information were forwarded to the stryker health care professional. He stated the following: the patient has not many remaining teeth and the x-ray clearly shows a bigger soft tissue surgery on the left side. Furthermore the mandible seems to be a replacement bone. If the patient had not fallen down most likely the implanted plates would have been sufficient regarding their strengths. Documented by (B)(6), clinical expert, for stryker leibinger on (B)(6) 2015. Summarizing too high forces acted on the plates, most likely resulting from a fall of the patient, which led to the breakages. Indications for any material related issues were not found in this investigation.

Event description:
It was reported that a patient was complaining about swelling and infection. Upon dissection, the surgeon had to remove products 55-10503 and 92-10505. Both plates were fractured into 2 pieces. The surgeon stated that the patient has a history of blacking-out and falling. The surgeon believes this fact may have been the cause for the hardware breakage. Hardware removal was performed.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.